Event description:
It was reported that the customer failed to upload insulin pump to carelink pro. Customer's blood glucose was 244 mg/dl. No further information provided.

Manufacturer narrative:
Unable to download history file using carelink pro due to a47 alarm found in alarm history. A47 alarm due to corrupted history file. No cosmetic damage noted.